Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 515 mg/dl. Reportedly, the customer suspected that the cause of the elevated bg was due to the cartridge leaking. Customer was treated with insulin drip fluids and insulin. At the time of the reported event, the customer was still in the ER but declined troubleshooting with tandem technical support, and declined to provide further information.